Manufacturer narrative:
Device passed displacement test and self test. Device received unexpected battery power loss, battery lasts less than expected, failed sleep current measurement and active current measurement due to corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had been draining batteries very quickly. The customer did not received a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert without a low battery warning. Troubleshooting was performed. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.